Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump screen had lots of scratches and not able to read it. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No unexpected missing segments/partial display anomalies noted. Device received with severely scratched lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.